Event description:
It was reported that the ibed system was not recognizing the position of the siderail and that as a result the unit would not alert staff if the siderail was moved. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.